Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on october 27, 2020 with blood glucose value of 46 mg/dl. The auto mode was active at the time of incidence. Customer did allege pump was over delivering because blood glucose was keeps going down and customer keeps taking carbohydrates and nothing happens. Customer currently using insulin pump system for low blood glucose event. The reservoir will not be returned and insulin pump will be returned for analysis.